Event description:
"1o2" component disconnected from the gravity administration set while under the surgical drapes. Pt experienced "minimal" blood loss (20cc). No pt harm. Nurse stated the event was not significant enough to be reported and believes the staff "none unknot tightening" the connection was the cause of the problem.